Manufacturer narrative:
Device passed self-test and displacement test. Hardware low level failure alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
Customer reported via phone call that insulin pump had hardware low level failures alarm. Customer¿s blood glucose level was 168 mg/dl. Troubleshooting was performed. Customer was able to clear the alarm and able to complete rewind. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.